Event description:
The manufacturer received information alleging a ventilator was inoperable during installation. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer, but the investigation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was inoperable during installation. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer, but the investigation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was sent to our philips product investigation lab (pil) for further diagnosis. The pil team visually inspected the device and did not observe anything to note. The service technician downloaded the log from the unit and the alarm log display was documented. The technician reviewed the error logs and noted the ventilator inoperative alarms in the error log as well as the alarm log. The pressure regulation alarms preceded most of the ventilator inoperative alarms. The unit was disassembled to swap in a known good board. The unit ran without error. The original board was reinstalled and then the unit ran with error overnight. An intermittent sensor is believed to be the source of the complaint. Due to lack of a service process, the unit has been scrapped per the work instruction requirements and disposed of accordingly. A supplemental final report will be filed.